Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer reloaded the cartridge and then declined further troubleshooting with tandem technical support regarding the reported issue. There was no adverse impact to the customer¿s blood glucose level.